Manufacturer narrative:
H.6. Investigation: a complaint of a set breaking at the drip chamber was received from the customer. A sample was returned to aid in the investigation of this defect. Through visual inspection, separation of the drip chamber and the rest of the set was seen. The edges of the tubing and connection site were both jagged and deformed as if a kink had occurred, causing the set to break apart. The customer complaint of damage was verified. A device history record review for model 10015012 lot number 20106958 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is due to coiling and packaging prior to the added solvent fully trying. This causes kinking in the tubing that can lead to the drip chamber breaking apart from the set. H3 other text : see h.10.

Event description:
It was reported that 2 as lvp bur 20d low sorb smbore ss 0.2m sets from an unspecified lot broke below the drip chamber, and 20 sets from lot 20106958 had kinked tubing in their packaging units. The following information was provided by the initial reporter: "event #1- it was reported by the nurses that there were two events where the item broke below the drip chamber." "Event #2 -it was reported by the nurses that the tubing appears to be kinked below the drip chamber while still in the package." "We have received two recent reports regarding bd 10015012 breaking below the drip chamber. Nurses report that this tubing appears to kinked below the drip chamber n the packaging before usage."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20106958. Medical device expiration date: 2023-10-26. Device manufacture date: 2020-10-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp bur 20d low sorb smbore ss 0.2m sets from an unspecified lot broke below the drip chamber, and 20 sets from lot 20106958 had kinked tubing in their packaging units. The following information was provided by the initial reporter: event #1- it was reported by the nurses that there were two events where the item broke below the drip chamber. Event #2 -it was reported by the nurses that the tubing appears to be kinked below the drip chamber while still in the package. We have received two recent reports regarding bd 10015012 breaking below the drip chamber. Nurses report that this tubing appears to kinked below the drip chamber n the packaging before usage.